Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 6-2 in the main cabinet was not detecting as closed due to improper latch engagement and misalignment of the latch sensor magnet. A field service engineer (fse) inspected drawer and internal components adjusted, and tested, including realignment of mounting latches and tightening of the latch hard stop screws, which improved latch performance and resolved the issue. Preventive maintenance was also performed, including replacement of a loose slide rail bumper and installation of missing screws in the hard stop on another drawer, ensuring proper operation of all affected components. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6.2 showed a "failed to unlock" error and could not be recovered. The back of the station was opened, and the red lever for that drawer had no resistance. When the button was pushed in very far, the drawer unlocked and could be pulled out; however, the drawer still could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.